Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the tip is fractured. Rings of wear have been scuffed around the shaft. Discoloration spots are present on the grip. The features of the fracture surface visually align with a torsional overload fracture failure identified. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
(B)(4). D10: 31-323220 3.2mmx20mm rnglc+ acet drl bit lot number 66040920. 110010270 g7 osseoti multihole 64mm h lot number 7464704. 00625006520 bone scr 6.5x20 self-tap lot number j7458216. 00625006520 bone scr 6.5x20 self-tap lot number j7477258. 00625006530 bone scr 6.5x30 self-tap lot number j7445617. 00625006530 bone scr 6.5x30 self-tap lot number j7487165. 110024466 g7 dual mobility liner 50mm h lot number 65803034. 110031003 longevity dm bearing 28x50mm lot number 65620493. 163663 28mm dia cocr mod hd +3mm nk lot number j7273333. 11-301334 arcos con sz d hi 70mm lot number 612050. 11-300822 arcos 22x150mm spl tpr dist lot number 553240. The product has been received by zimmer biomet. The investigation is currently in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that while tightening the cone body screw onto the distal stem, the screwdriver attached to the torque t handle snapped off inside the screw. Had to use combination of suction and magnets to remove the broken bit. Case was completed after extraction. There is no additional information available at the time of this report.